Event description:
The hospital reported that a nurse accidentally hit the integrated camera with her head during a surgery. This blow caused the camera to detach from the cupola. The camera remained suspended to the lighthead by its cables. No injuries/adverse effects reported. (B)(4). Ref MFR number: 9710055-2013-00027.